Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. Reportedly the pt was not feeling well on that day, she took a nap and when she awoke she was sicker. She checked her blood glucose and it registered "hi". She was brought to the hospital where upon admit her blood glucose was >800mg/dl. She was treated with IV fluids, insulin and antibiotics. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.